Manufacturer narrative:
Continuation of d10: product ID: 900310; product type: integrated dilator/needle. Product ID: 10fcc13; product type: sheath. Product ID: 990045; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the transseptal access was completed and mapping of the left atrium was pe rformed. The electrophysiologist was unable to locate the right inferior pulmonary vein with another manufacturer's catheter and replaced it with a guidewire to attempt cannulation. At that time, the anesthetist noted the patient¿s blood pressure was dropping and reassessed the patient, administered adrenaline, and advised to continue with the ablation. The electrophysiologist then inserted the pulse field ablation catheter and ablated the left-sided veins. The anesthetist again reported low blood pressure and that cardiac output was compromised, and transesophageal echocardiography confirmed a pericardial effusion. The case was aborted and the patient was under general anesthesia a pericardial effusion drain was performed, and the patient was taken for cardiothoracic surgery. Hospitalization was extended with the patient still hospitalized one day later. No further patient complications have been reported as a result of this event. It was later reported that the pericardial effusion was first noted via a transesophageal echocardiogram (tee) while mapping with a non-medtronic catheter. The mild pericardial effusion was thought to be preexisting given a recent tee with similar results. Ablation proceeded, and another tee showed the pericardial effusion was increasing in size. After the procedure was aborted, a pericardiocentesis was performed. The patient stabilized but continued to require blood drainage from the pericardium. The patient was brought into cardiothoracic surgery to identify the site of the bleed, and a perforation was noted in the left atrium posterior to the right pulmonary veins. Further treatment was performed and the patient stabilized. The cause of the complication was alleged to be from manipulation of the guidewire while trying to cannulate the right inferior pulmonary vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient required cardiopulmonary resuscitation (CPR) and blood transfusion. Post cardiothoracic surgery repair the patient was admitted to intensive care unit (ICU). Approximately two days later the patient expired from complications.